Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly connections were evaluated and reseated, including the monoblock pcb, fluoroscopy functions pcb, power motor relay pcb and power signal interface pcb. The ps1 and ps2 power supply connections were also cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.